Event description:
Reportable based on analysis completed on 12/08/2009. It was reported that during a percutaneous coronary intervention, the liberte stent could not cross the lesion. The target lesion was 28mm in length and located in the moderately stenosed rca (right coronary artery). The lesion was predilated with a 2.75x28mm balloon at 11atm. The liberte stent was unable to cross the lesion. The procedure was completed with another of the same device. There were no reported patient complications and the patient was good post procedure. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination of the returned device found that proximal and distal ends of the balloon folds were opened out. As a result, the distal edge of the stent was flared opened and the proximal edge of the stent was opened and its struts were misaligned. This type of damage to the stent is consistent with the stent being partially deployed as a result of the balloon being subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).